Event description:
Pt reported they were in the process of his infusion when pump broke- syringe issue. Pump will not run and engage. This is the second time this has happened. Pt was unable to complete infusion. Unknown if patient experience an adverse event as a result unknown if patient has defective product on hand. All known information is contained on this form. Pharmacy is replacing device. Pump serial number was not reported. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by: patient/caregiver.